Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use? No, device returned to manufacture: yes. Investigation summary: three affected samples were received. One of them show a green plastic piece in the hub which we identified as a pin rack. The reaming two needles show an unknown brown dark substance on cannula surface which was send to flks lab to be characterize. The results show this material is most likely gelatinized silicone. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were assembled in machine 4407 (october 18-24th, 2016) during which 299 visual inspections were carried out with zero defects noted. Cannula batches #6210478. Flks received (2) bd microlance samples without any packaging. As per request, ftir analysis (le8080-010) was completed on the dark material observed on the surface of the cannula shaft of each of the samples. A small amount of the material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely gelatinized silicone. Se attached photos and spectra. In order to move the pieces through the assembling process, the needles are located in some plastic racks made of green polycarbonate. Based on the reported issue, our opinion is that one of these "rack pins" may break as a consequence of any blockage in the manufacturing process remaining attached to the needle. Based on all the preventive measures and our stringent sampling procedures, we are certain that any recurrence is really unlikely. Related to the dirty needle, gelatinized silicone was identified as the unknown material. In order to assure perfect penetrability into skin, the external wall is lubricated with diluted silicone oil. If excessive silicone oil is accumulated, (easier when manufacturing big gauges, like g18 -the reported one-), silicone lumps could be generated which could probably drop off on affected cannula during some unexpected movement in the assembly machine. However, any activity in the machine is performed following all the preventive measures defined in our procedures. Our manufacturing facility was alerted, raising the awareness on the production floor in order to pay more attention to this matter.

Event description:
It was reported that before use, a bd microlance¿ needle, was found dirty and one with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd microlance¿ needle, was found dirty and one with foreign matter. There was no report of injury or medical intervention.